Event description:
Reported received of an overdelivery of dobutamine. The pt receives dobutamin two times a week. The pump was programmed to infuse 200mg/100ml over 10 hours at a rate of 10ml/hr. The solution was initiated by a homecare nurse in the evening and discontinued by the pt the following morning. The bag was kept in a carrying case with the pump and hung from the pt's bed headboard. The pt reported to the customer that the solution infused in 8 hours and not the intended 10 hours. The pt reported that the pump did not alarm. The pt did not experience any adverse effects. The IV access line remained patent. The dr was notified. The customer exchanged the pump. Though requested, there was no further info available.